Event description:
The customer reported discrepant troponin I (access® accutni+3¿) results, for two patients, involving the access® accutni+3¿ reagent used in conjunction with the access® 2 immunoassay system. The customer stated the first sample (patient #1) produced an initial result of 0.03 ng/ml (critical) which reflexed and generated a result of 0.02 ng/ml (normal). The laboratory reported the result of 0.02 ng/ml. The customer stated the second sample (patient #2) produced an initial result of 0.03 ng/ml (critical), did not reflex but was retested and generated a result of 0.00 ng/ml. The laboratory retested the sample for a third time and it generated a value of 0.01 ng/ml, which was reported to the hospital. The initial results were not released to the hospital. There was no impact to patient care associated with this event. The patients' samples were collected in plasma tubes and centrifuged at 5,100 rpm (rotations per minute) for three minutes, at ambient temperature. The samples were analyzed from the primary tubes. The customer indicated the samples appeared to be of good quality. Quality control (qc) and system check were within specifications at the time of the event. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni+3¿ device was returned for evaluation. In conclusion, a definitive cause of the incident could not be determined with the available information.